Manufacturer narrative:
The reported lot number does not match any known lot numbers for the device; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of four devices used in the same procedure. Refer to manufacturer report #3005099803-2016-01319, 3005099803-2016-01523, 3005099803-2016-01524 and 3005099803-2016-01525 for the associated device information. It was reported to boston scientific corporation on may 3, 2016 that four lighttrail 230 m&#62304;laser fibers were used during a lithotripsy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was an auriga xl console. According to the complainant, during the procedure, the first laser fiber (captured by mnf report #3005099803-2016-01319) broke inside the patient after 141 counts on the auriga console. The broken fragment was retrieved from the patient. The physician attempted to use a second lighttrail laser fiber (captured by mnf report #3005099803-2016-01523) but the fiber also broke after 141 counts and broken fragment was retrieved from the patient. Additionally, 2 more lighttrail laser fibers were opened and also broke upon testing prior to use in the patient (captured by mnf report #3005099803-2016-01524 and 3005099803-2016-01525). The procedure was completed with another lighttrail 230 m laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.